Event description:
It was reported that the patient had a pump replacement in (B)(6) 2014 and in (B)(6) the patient started having episodes where he would go totally flaccid and pretty much non-conscious. The patient experienced a return of symptoms. The patient was taken to a summer camp in (B)(6) 2014; activities at camp included a rope course and zip lining. In (B)(6) 2014, the patient started having ¿episodes¿ of which were possibly baclofen related. In regards to neurological episodes, the patient was ¿going unresponsive¿ for greater than 24 hours at a time. The patient was hospitalized 6 times within a matter of 10 weeks since last september and two of these occasions were for more than a week. The patient¿s heart rate was described as having ¿bottom out to 30, 40¿s, event high 20¿s¿. On 2014 (B)(6) the patient received a pacemaker. The heart rate issue started back in (B)(6) 2014. The patient did have a new caregiver and he did ¿take a couple of spills, some bumps to the head¿. It was believed it could be baclofen withdrawal. The pacemaker was set for ¿50¿ at first but neurological issues continued even after the pacemaker was implanted. The pacemaker was bumped to 60 to keep ¿profusing¿ and ¿it eventually shallowed out¿. X-rays were taken and the catheter was ¿fine¿. The patient¿s healthcare professional (hcp) also did 50 mcg boluses to check it, several months prior. The episodes last less time since the pacemaker was implanted but are still frequent. It was every other week, then once a week and now it's almost every couple of days. It was noted that the patient had another ¿episode¿ the day prior to report and had appointment with their health care professional (hcp) the following day. They would like to rule out the pump and were looking into a clinic checking on patients having a pacemaker and having these symptoms occur. The logs were checked and were normal. It was noted that besides the neurological episodes the patient was getting great therapy. The patient was going to a clinic for further evaluation. The pump was used to infuse compounded baclofen. The pump was used to infuse compounded baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).